Event description:
Event description guidant received information that this fineline ii lead was exhibiting impedance readings > 2500 ohms. The lead was reported to be fractured possibly due to clavicular crush. It was removed from service and surgically abandoned. An additional guidant lead was successfully implanted.